Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of speci fication during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the cable's outer insulation was damaged, that the label was missing its laminate and that the lens was cracked in the upper case. All found defective parts were replaced. (B)(4).